Manufacturer narrative:
Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. The customer untwisted the pigtail on the cartridge and resumed insulin. Reportedly, the customer was using lyumjev brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.